Event description:
It was reported that the customer was hospitalized due to high blood glucose, nausea, and vomiting. The blood glucose reading at time of call was 498mg/dl. Troubleshooting was performed, and the time on the insulin pump was incorrect. It was stated that the insulin pump had frequent no delivery alarms. The mother stated that the basal rates were changed two months ago. Ran a fixed prime test and the insulin pump alarmed no delivery. Instructed the caller on proper connection technique, and the manual prime was completed. Explained the mother that a connection issue was most likely causing the alarm, and may have been the cause of high blood glucose. The mother stated that the doctor recommended having the insulin pump replaced. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.